Event description:
It was reported that the 9900 system screen went white during a case. The 9900 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call.